Event description:
N20 (nitrous oxide leakage) inside kion at the pressure transducer at the gas inlet block. Gas leakage during weekend, operating nurse became sick and dizzy when making work preparations.